Event description:
Customer did not receive a "no delivery alarm" the customer stated that customer's bgs were high until customer changed the site and the infusion set. The customer stated that customer will call back to perform the high-pressure test.